Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. D14829) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), the first episode of dyspareunia ("painful during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal/menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2016) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 9-aug-2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, fatigue and vaginal haemorrhage had resolved and the device expulsion, abdominal pain lower, migraine, headache, nausea, dysmenorrhoea and the last episode of dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (tubes blocked). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : new reporter was added,patient demographic details added,lab data added,product lot number added, events clubbed- excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal/menorrhagia), chronic pelvic pain/pain. Events added - genital bleeding, migraines ,headaches, partial expulsion of device, nausea, dysmenorrhea,dyspareunia, fatigue, vaginal bleeding. Event outcome was added- pelvic pain, fatigue, menorrhagia, genital bleeding, vaginal bleeding was recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of right cornual end of the uterus with essure coils/misplaced essure coils"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. D14829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), the first episode of dyspareunia ("painful during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal/menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, hysteroscopy) and surgery (salpingectomy (bilateral removal of of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain lower, migraine, headache, nausea, dysmenorrhoea and the last episode of dyspareunia outcome was unknown and the genital haemorrhage, menorrhagia, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (tubes blocked). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of right cornual end of the uterus with essure coils/misplaced essure coils"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. D14829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), the first episode of dyspareunia ("painful during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal/menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, hysteroscopy) and surgery (salpingectomy (bilateral removal of of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain lower, migraine, headache, nausea, dysmenorrhoea and the last episode of dyspareunia outcome was unknown and the genital haemorrhage, menorrhagia, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (tubes blocked) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Events per mr: perforation of right cornual end of the uterus with essure coils/ misplaced essure coils was added. Previously reported event pelvic pain was added as symptom of uterine perforation. Patient's essure insertion and removal details were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of right cornual end of the uterus with essure coils/misplaced essure coils"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. D14829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: kariva. Concurrent conditions included hypothyroidism. Concomitant products included levothyroxine sodium (levothyroxin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of dyspareunia ("painful during intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal/menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and the second episode of dyspareunia ("dyspareunia (painful sexual)"). The patient was treated with surgery (bilateral salpingectomy, hysteroscopy) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, migraine, headache and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain lower, menorrhagia, nausea, the last episode of dyspareunia, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion (tubes blocked). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: outcome of event " pain, nausea, fatigue, bleeding, cramping, painful intercourse" are recovered. Concomitant drug are added. Onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful during intercourse") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.